Manufacturer narrative:
Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Raghu alb, martin sc, parker t, aziz tz, green al. Connectivity-based thalamus parcellation and surgical targeting of somatosensory subnuclei. J neurosurg. 2021:1-8.10.3171/2021.7.jns211140.  A cohort of 19 patients with regional, chronic neuropathic pain underwent preoperative structural and diffusion MRI, then progressed to deep brain stimulation targeting the vc based on traditional atlas coordinates. Surgical thalami were retrospectively segmented and then parcellated based on tractography estimates of thalamocortical connectivity.  Reported events: 1 patient's ins was explanted at 5 years due to infection. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.